Event description:
An ophthalmic surgeon reported that the white luer connector detached from the tube during a procedure. The product was replaced with another and the case was able to be completed without harm to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)